Event description:
Infusion pump in for service where a baxter service tech had reported a failure code 810:02 on channel a. The facility rep stated that no pt incidents have been reported since the last baxter service event. Although info was requested by baxter, no add'l info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention and pt injury.